Manufacturer narrative:
Evaluation code: the electronic history file from the actual device involved in the incident was evaluated, the actual device has not been returned. Summary: based on the electronic history file evaluation, the software incorrectly cleared a low battery warning, as addressed in recall. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations.

Event description:
It was reported that during a rescue attempt, the device would not power on. It was reported that the patient did not survive.